Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead was found to be fractured. The physician replaced the lead with another rv lead. The lead was surgically abandoned and out of service. No adverse patient effects were reported.